Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was treated intraperitoneally with unspecified antibiotics. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.